Manufacturer narrative:
During inspection and testing, service found there was no image when using the sdi-1 and sdi-2 ports due to a faulty circuit board. In addition, there was a crack in the top right corner of the bezel and there was damage to the rear panel due to the heat from the circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for an unspecified therapeutic procedure, the input and output on the monitor was bad. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found there was no image when using the sdi-1 and sdi-2 ports. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information on 09-sept-2022. The event occurred while preparing for a laryngoscopy. The procedure was successfully completed using another monitor.